Manufacturer narrative:
Additional information was received on 4/30/2021. It was reported that the patient is a female. Therefore, a3. Gender was populated on this report. The event occurred during use. The physician¿s opinion on the cause of this adverse event is that it was procedure related. Ablation was performed prior to cardiac tamponade. Pericardiocentesis was performed. The patient¿s condition was reported to have improved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone. (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30457597m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smart touch sf bi-directional navigation catheter and suffered a cardiac tamponade which required venous blood to be drained. After right ventricular outflow tract (rvot) mapping was conducted by the decanav electrophysiology catheter, ablation for rvot, the pvc electrocardiogram waveform changed twice, mapping was performed each time. After the third earliest point identification, the rvot anterior side was ablated, resulting in a significant decrease in blood pressure (minimum sbp 80) and oxygen saturation minimum 69. This was determined to be cardiac tamponade and venous blood was drained and both blood pressure and oxygen saturation were stabilized. The patient was reported to be in stable condition. The physician commented that it is not due to carto3. In the case of rvot ablation, since there is a thin anatomical section, surgeons should be aware of the duration of one ablation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event cardiac tamponade is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.